Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report#: 1627487-2018-04658. It was reported the patient was experiencing increased left leg pain following implant of the drg system. The issue occurred while stimulation was on or off. The physician decided to explant the entire drg system. Post-operatively the patient¿s leg pain has resolved after the explant and the patient is doing well.